Manufacturer narrative:
Site dr. (B)(6). Declined to provide patient information. A medtronic representative, following-up at the site, reported, the issue could not be replicated. The local team believes this issue is caused by a hardware issue, specifically with the tool interface unit (tiu). On 08/18/2016 medtronic representative reported there was no interference or objects blocking the frame, during the procedure. The camera could see other instruments. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site indicating that, while in an orthopedic procedure, the navigation system could not see the site's active reference frame in the synergy spine application. They used a second frame, however, the issue persisted. The surgeon opted to discontinue the use of the navigation system and continued the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.